Event description:
Same patient as MDR# 2134265-2013-02438. It was reported that during a rotational atherectomy procedure, a perforation and pericardial effusion occurred. The target lesion was located in the moderately calcified, moderately tortuous right coronary artery (rca). Vascular access was obtained through the right radial artery. The physician performed 4-6 ablations using a rotablator burr and a rotawire guide wire. During the final ablation the burr froze on the guide wire. At which point, a perforation in the distal rca was noticed. Both devices were removed as one system. The physician treated the perforation with three unspecified 5mm bare-metal stents. The patient developed pericardial effusion which was treated with a drain. No further patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).